Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing to all machines. The technical support specialist (tss) logged into the system, verified the server and did not notice a delay in health sight viewer or the device on critical override and the xml messages were crossing over. Tss restarted the internal inbound processor, identified that the station was syncing no delay and the orders were crossing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing to all machines and shown message as pharmacy order was delayed/down. The devices had been set to critical override by the customer, while the patients were still showing up and the orders were also appearing on the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.